Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. Possible mode switches not meeting detection were also noted on the implantable pulse generator (ipg). The lead was reprogrammed and the lead and ipg remain in use. No patient complications have been reported as a result of this event.